Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported a left side "hardness, shapeless, capsular contracture baker grade IV" the device still remains implanted.

Event description:
Patient reported, a left side "hardness, shapeless. Capsular contracture, baker grade IV". The device still remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g4, h4.

Event description:
Patient reported a left side "hardness, shapeless, capsular contracture baker grade IV." The device still remains implanted.